Event description:
It was reported that during the procedure for treatment at the bifurcation of the left anterior descending artery and the circumflex artery, an unspecified stent system was drawn back into the 6f guide catheter with a 3.5x20 rx trek dilatation catheter. Blood was noted coming into the shaft; therefore, it was assumed that the balloon was perforated (torn). No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon tear could not be confirmed; however, during pressurization a tear was revealed in the inner member. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.